Event description:
Customer reported via phone call, she was experiencing high blood glucose and needed help trying to find the problem. Customer had just changed the infusion set but didn't believe it was the insulin due to the fact customer had taken a manual injection and her blood glucose lowered. Customer's blood glucose was 458 mg/dl, current 311 mg/dl. Troubleshooting was performed and two tiny air bubbles were noted near the quick release. While customer was disconnected manual prime was performed and insulin exited at the quick release. High pressure test was performed and the device failed the first time and passed the second time. Customer was advised to revert to back up plan and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.